Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that they had experienced a severe headache since (B)(6) 2017. The patient reported that they and their managing healthcare provider (hcp) were having difficulty managing the patient's symptoms with the therapy. The patient further reported experiencing pain in their leg, which the patient thinks the stimulator may be causing but is not sure. The patient reported that the pain in their leg has been there for "quite some time." The patient reported that they will follow-up with their hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.